Manufacturer narrative:
Patient information: no specific patient information was provided. Service inspected the analyzer and determined the wz1 valves (valve, manifold kit) may have been faulty and replaced them. Replacement of the valve resolved the issue. Review of the service history for the analyzer did not identify any contributing factors and there have been no further occurrences of discrepant results since the valve, manifold kit was replaced. Tracking and trending for the architect i2000sr did not identify any systemic issues or adverse trends associated with the discrepant result issue described in the complaint. Trending data and manufacturing documentation for the valve, manifold kit did not identify any adverse trends or issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency was identified for the architect i2000sr analyzer.

Event description:
The customer reported a falsely elevated architect stat troponin-I result while using the architect i2000sr analyzer. The sample generated results of 0.01, 0.09 and on a second analyzer <0.01. The customer's normal range is 0.00 to 0.03. No impact to patient management was reported.